Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device self-activated by itself without user input and the jaws of the device were difficult to open. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had self-activation issue. It activated without the activation button being pushed. The device was not laying down when the self-activation occurred. Surgeon used a hand switch and did not try to use other switches. No incident of burn. Also, the device locked on tissue. A new device was used to complete the procedure. There was no patient injury.